Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the generator displayed error code e006. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by the following reasons: 1. Tissue build-up at the electrodes. 2. Increased contact resistance due to poorly or insufficiently engaged contacts at the working element or the connection cable. 3. Increased contact resistance due to faulty contacts at the working element or the connection cable. 4. The instrument is in a gas bubble during activation. Olympus will continue to monitor field performance for this device.